Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient is scheduled for a lead replacement surgery on (B)(6). The cause of the high impedances could be due to a fall the patient explained that occurred and they stated that they immediately noticed a change in coverage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had a fall and lost coverage and the physician was wondering what options they had. The rep reported that impedance measurements were taken and contact 5 was greater than 10,000 ohms. The rep reported that the patient had a fall in (B)(6) 2016 and lost coverage right after. The rep reported that they tried reprogramming but they weren¿t getting anything close to coverage the patient had before. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.